Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that one of the 2 pieces that allows the synergy femoral stem implant to seat on the inserter frame has broken off. No delay reported. No patient injuries reported. An s&n backup was available.